Event description:
It was reported that after 22 hours of use of the iab, blood was noted in the helium tubing, and the pump experienced helium loss alarms. The iab was removed via a surgical procedure, due to a clot in the balloon membrane. There were no further complications.